Event description:
During diagnostic evaluation of pt's eye, the ultrasound biomicroscope probe contacted the pt's eye and caused a corneal abrasion. The pt was treated with antibiotic eye drops for 5 days. Pt's eye healed within 24 hrs. During the procedure, the physician stated that the system did not flash a warning message or tone although the corneal detector was allegedly enabled.